Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows service error: voltage error on output 24v, 12v ,5v confirming the malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and checked the system remotely and found that machine is not booting. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that 12v is not coming from dcps power supply. To resolve the issue, the fse replaced the dcps power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.